Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2025. During the procedure, it misfired. The clip came off once through scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2025. During the procedure, it misfired. The clip came off once through scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the returned resolution 360 clip was analyzed, and a visual and microscopic inspections revealed that the device was returned without the clip assembly and showed evidence of premature deployment, as indicated by the yoke remaining attached to the control wire. No other problems with the device were noted. Upon analysis of the returned component, it is important to note that the presence of the clip assembly is critical to the investigation, as the reported event is directly associated with this component. In order to determine the root cause of the issue encountered by the physician, inspection of the clip assembly is essential. Although the exact cause cannot be confirmed due to the absence of this key component, the problem is most likely attributable to operational factors during the procedure. These may include attempts to reopen the clip after activation, the physician's deployment technique, the position or angle of the scope, or potential detachment of the capsule due to contact with a surface. Therefore, the most probable root cause of this complaint is cause not established.